Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The remoted arm display cable was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. Incident date information not available. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported the unit shutdown resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, the unit was rebooted, and case completed. There was no patient injury.